Event description:
Reporter alleged the customer obtained discrepant blood glucose of 420 mg/dl back to back with a result of 200 mg/dl when testing was performed less than 10 minutes apart on the advantage system. Reporter indicated the customer was feeling hypoglycemic at the time and self treated with food. No other actions or treatment resulted. A request was made for the return of the suspect device and replacement product was sent.